Event description:
It was reported that the device was found in backup mode following a power on reset (por). Noise was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup operation due to a power-on-reset (por) while the high voltage capacitors were being charged. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.